Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. A DHR review is not required. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow issues. Device was sent down for flow issues. During functional it was determined that the circulation pump had failed, device was due for 2000-hour service and system hours were 2800. They requested quote for 2000-hour service. Per sample evaluation results on 05jun2024, it was reported that there were signs of electrical overstress at the hot side connection between the power inlet module and the ac main voltage circuit. Replacement of the tank seals due to lifting from the tank. The circulation pump flowmeter was replaced for reading low during post functional testing.

Event description:
It was reported that the arctic sun device had flow issues. Device was sent down for flow issues. During functional it was determined that the circulation pump had failed, device was due for 2000-hour service and system hours were 2800. They requested quote for 2000-hour service. Per sample evaluation results on 05jun2024, it was reported that there were signs of electrical overstress at the hot side connection between the power inlet module and the ac main voltage circuit. Replacement of the tank seals due to lifting from the tank. The circulation pump flowmeter was replaced for reading low during post functional testing.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. A DHR review is not required. A labeling review is not required because labeling could not have prevented this issue. Complaint re-opened to update UDI information with all available information per gudid. Corrections: d, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.